Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low platelet (plt) results generated by the coulter act diff analyzer. Erroneously low platelet results of 67x10 to the 3rd power cells/ul were generated on a patient sample. The results were questioned by the physician based on the patient's previous platelet results of 140x10 to the 3rd power cells/ul. The customer sent the patient sample to the reference lab and the platelet count recovered was 140x10 to the 3rd power cells/ul. No manual scans were performed the actual patient results were not provided. There was no affect to patient or user with regards to this event.

Manufacturer narrative:
Qc is run daily and instrument is currently performing within qc specifications. A field service engineer (fse) was on-site. Fse performed reproducibility and verified instrument operation. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.